Manufacturer narrative:
The event date is an estimation.

Event description:
It was reported that the patient was experiencing a sensation they described as "the scs ipg being in the muscle of her kidney." Consequently, surgical intervention was taken and the patient's physician repositioned the patient's scs ipg. The patient may undergo surgical intervention in the future if the issue is still unresolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.